Event description:
It was reported that three weeks after a catheter revision and replacement the pt presented to the hcp with numbness in her left leg. The pt also reported that her pain was a 1 out of 10. The drugs in the pump were: morphine (concentration 30 mg/ml with a daily dose of 7 mg) and clonidine (concentration 428.6 ug/ml with a daily dose of 100 ug). The hcp decreased the drug dosages to 6.025 mg of morphine and 88.65 ug clonidine. The pt was seen for follow-up a week later and the numbness in the left leg had resolved and her pain was gone. The hcp further decreased the medications to: 5.58 mg of morphine and 79.71 ug clonidine. Please refer to MFR's report for previous replacement #: 6000030-2007-03326.